Event description:
A voluntary medwatch report received states that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to a product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.